Event description:
Reportedly, the device prompted connect electrodes at power on. The rptr pressed the combination electrodes against the pt's chest, and a device analysis of pt ECG started. However, when the rptr removed his hands from the electrode or electrodes, the discrepancy returned. The rptr replaced the applied electrodes with a new set, but this did not resolve the discrepancy. The pt was not resuscitated. The rptr indicated the reported discrepancy did not affect pt outcome, based upon use of the backup defibrillator and that the pt was not a viable candidate for resuscitation. The electrodes used were inadvertently disposed of, and were, therefore, unavailable for examination.